Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins kept going dead and they didn't use the device for days. Sometimes it took a long time to recharge the ins and it was a "pain in the neck." Patient services had the patient reset the controller, the patient inspected the devices for visible damage to the battery compartment pins, battery pack, recharger and controller port, and they cleaned the connections; the patient confirmed there was no visible damage. They started a recharging session but received the "poor recharge quality" message and after repositioning the recharger, they received "good" to "excellent" connection. The controller battery was at 50% while the ins was recharging at 60% and after a few minutes, the ins increased to 70% while the controller battery went down to 40%. It was reviewed that sometimes resetting the controller and cleaning the connections helped resolve the issue. The patient was advised to monitor the issue and call back if the issue persisted. Additional information received from the patient. It was reported that the patient's ins was dying on its own fast. The patient later called back in to patient services after receiving a letter from the manufacturer. When asked "what was the cause for the ins taking a long time to charge" the patient reported that they were unsure of the cause of the issue. The patient noted that the issue persisted. They wanted to connect with their representative; patient services reviewed the role of the representative and redirected the patient to their healthcare provider to further address the issue. A replacement recharger was also requested.